Manufacturer narrative:
Concomitant medical products: (hospira) 50ml infusion bag 0.9% sodium chloride injection usp, lot 60-027-jt, exp: 1dec2017; therapy date: (B)(6) 2016. The customer¿s report of component breakage was confirmed. Visual inspection observed the insert component within the prime saver assembly to be positioned at an angle which did not allow the ball component within the drip chamber to be fully seated atop the insert; a void was observed between the ball and insert components. Functional testing observed air being introduced into the set; however the air did not travel further as the pump module alarmed for air in line as expected. The root cause of component breakage was identified as a supplier issue.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient was receiving intravenous immunoglobulin (ivig) infusion with carefusion tubing. It was noted at end of the infusion that the pump was alarming for air in line. The rn found the "blue ball" portion of the drip chamber was broken and had not functioned correctly." The customer reported the ivig infusion was for 5 grams at 28ml/hr. And there was no patient harm.